Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with an alto stent graft system. After the crown was deployed and filled with polymer, an attempt was made to access the contralateral leg using the up and over lumen with a .014 guide wire within the lumen. However, it went straight up instead of up and over, potentially caused a type 3 or type 2 endoleak. Retrograde cannulation was also attempted but was not successful. An oscor (non-endologix) destino was used to hook the other side and snared the guide wire. The procedure was completed with an overall good outcome. The patient is recovering well, and a 30-day cat scan is planned to determine if the indeterminate endoleak resolves.

Manufacturer narrative:
An evaluation of the delivery system will not be performed as it was discarded by the hospital. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. Endologix will submit a follow-up report if additional pertinent information related to this incident is received.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the alto intraoperative difficult to transfer cross over lumen guidewire complaint is unconfirmed and the type ii endoleak (anatomy related) complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The procedure related harms identified were prolonged hospitalization with congestive heart failure, cardiac arrhythmia and need for a pacemaker. The final patient status was reported as being discharged to subacute rehab on post operative day twelve. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.